Event description:
During vats [video-assisted thoracic surgery], echelon stapler only partially deployed when surgeon tried to use it. The surgeon was able to safely remove the stapler but did not that if they stapler had deployed any further it could have been a very serious problem. The surgery had already been underway for some time and the patient was intubated and sedated on operating room table at the time of equipment malfunction.